Event description:
It was reported that the patient was brought to the lab for a right ventricular (rv) lead explant. The rv lead had exhibited a rise in pacing impedance and a rise in threshold. The rv lead was explanted and replaced. The patient was in stable condition with no adverse health consequences.

Manufacturer narrative:
The reported event of unacceptable capture threshold and high pacing impedance was not confirmed. As received, a complete lead was returned in three pieces. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.